Event description:
It was reported that, "screw would not seat fully in cup. Re-drilled into same hole, still would not seat. Drilled into a 2nd hole, still would not seat fully. Drilled a third hole and screw finally sat flush. Produced metal shavings that had to be picked out of patient."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device is still implanted in patient and therefore, it is not available for evaluation. Additional information has been requested. Should device become available, the evaluation summary will be submitted in a supplemental report.